Event description:
Caller reported purchasing a performa meter intended to report results as mg/dl. Upon use, the meter displayed results in mmol/l. No adverse event was reported. A request was made for the return of the meter, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.